Event description:
It was reported that during a percutaneous coronary intervention procedure, a vessel dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 4.0x6mm flextome cutting balloon was advanced to the rca for predilation and was inflated to 7atms in the proximal portion of the lesion. It was noted that there was still some residual stenosis distally and a 2.5x6mm flextome cutting balloon was advanced to the distal rca and was inflated. Angiogram was performed and it was noted that there was a dissection in the proximal rca. A 4.0x28mm taxus liberte stent was implanted in the proximal rca to cover the dissection and seal the "pseudoaneurysm" dissection. The proximal rca was postdilated with numerous inflations using multiple maverick balloons. No additional patient complications were reported with the patient's current condition listed as "okay".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)